Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: there were frequent low battery warnings observed in the alarm history. Further testing could not be completed due to a recurring alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.